Event description:
Hello! Please verify with ts regarding reporter information. Patient and reporter mailing address, city, state, country code, and postal code cannot be blank. If not available, please have them use the accepted format for no information on the respective fields. Ensure that they save changes before sending to qa for changes to reflect. Thank you.

Manufacturer narrative:
(B)(4).